Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The target lesion was a located in the mid left anterior descending artery with 80% stenosis and was 12 mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with pre-dilatation and attempted placement of 3.00 mm x 16 mm ion stent, but the stent would not cross the lesion. Upon withdrawal of the stent, the stent struts were disrupted. The lesion was then pre-dilated with 3.0 x 12 mm maverick balloon catheter and a second 3.00 mm x 16 mm ion stent was implanted. Following post-dilatation, residual stenosis was less than 10%. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).